Manufacturer narrative:
The device powered up properly after battery installation. The device received with operating currents within specification. The device passed self test and displacement test. The device was monitored and no blank display anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received a blank display. The blood glucose level was 205 mg/dl. Customer stated that display did not return after inserting new battery. Customer stated that the contact on the battery cap was not missing or damaged. The product will return for the analysis.